Event description:
The customer reports that while doing a repair of an acl the black rubbed off of the handle onto the surgeons gloved hands and destroyed the posterior tibial tendon graft that they were interesting. The graft had to be discarded and there was another graft available for use. No more than a 5-10 minute delay in the procedure. There was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.